Event description:
It was identified during the follow-up for a potential end of service patient that the patient had passed away. A review of the available programming history showed that the device had proper device functionality throughout the known programming history. A battery life estimation with the available programming history showed that the device likely reached end of service due to normal battery depletion prior to the patient's passing. A review of the manufacturing record for the implanted generator confirmed proper device functionality. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received from the facility where the patient passed away stating that the patient's death was no suspected to be related to any of the patient's implanted medical devices.